Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. The battery compartment was intact. Evidence of moisture contamination was found inside the battery compartment. There was evidence of voltage drops and a short battery life observed in the black box. Current draws were within specifications. The pump passed a leak test. The pump case was removed for further investigation and no additional moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter stated that the patient's blood glucose was greater than 250mg/dl and less than 500mg/dl with no reported symptoms and that there had been frequent replace battery alarms. Reportedly, there was moisture in the pump and no damage to the battery cap or battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting.